Event description:
It was reported that the black impactor pieces are chipping off when implants are being impacted.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been (B)(4) other events reported for the manufacturing lot. Visual inspection: only 1 of the 3 impactors was returned. A visual inspection was performed as part of an mar. The damage observed is consistent with use over time. No material or manufacturing defects were observed on the surfaces examined. A material analysis was performed, concluding the following: the damage observed is consistent with use over time. No material or manufacturing defects were observed on the surfaces examined. The investigation determined the damage to the device is related to normal use of the product. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the black impactor pieces are chipping off when implants are being impacted.